Event description:
A loan tenxor set was sent from (B)(6) for a case at (B)(6) hosp. After the insertion of 3 kwires through the pts distal tibia, the surgeon wanted to attach a carbon ring and tension the wires to create a tenxor/hoffman frame. Only 1 of the tenxor wire tensioner is in the loan tray. Surgeon found that the tensioner provided was not gripping the tenxor kwires. Scrub nurse tried lubricating the instrument, but it still didn't perform its functions. Surgeon used a pair of forceps to hold the wire while using the tensioner. There was a delay of approximately 15 min.

Manufacturer narrative:
Once the investigation has been completed, any additional info will be reported in supplemental report.